Manufacturer narrative:
This is an FDA reportable event due to sentinel event reported on medwatch 1320894-2011-00062. The device in question is not being returned to conmed for evaluation. When the quality engineering investigation of this reported incident is completed a supplemental report will be filed. This medwatch is associated with medwatch 1320894-2011-00086. Not available for evaluation.

Manufacturer narrative:
The device in question, vcare, is a disposable, single-use device for manipulation of the uterus and cervix in surgical and diagnostic procedures. The device consists of a manipulator tube having an inflatable balloon at its proximal end and an anatomically configured cannula / handle for maintaining proper attitude of the uterus at the distal end. The vcare incorporates a system of cup-like elevators to provide manipulation of the uterus, and retraction and elevation of the cervix. The conmed vcare is indicated for manipulation of the uterus and injection of fluids or gases during laparoscopic procedures such as laparoscopic assisted vaginal hysterectomy (lavh), total laparoscopic hysterectomy (tlh), minilap, laparoscopic tubal occlusion, or diagnostic laparoscopy and also maintains pneumoperitoneum by sealing the vagina once a colpotomy is performed. DHR/lhr, device history record/lot history record, review was not accomplished for the lot number of the device was not available. (B)(4). The complaint device was not available for evaluation; therefore, the condition of the device could not be assessed (i.e., any device damage, malfunction or defects). The most likely cause of this complaint is application of force which exceeded the cervical cone/uterine balloon pull off strength of the device. This would allow the vcare shaft to pull through the cervical cone, detaching the uterine balloon and cervical cone from the device. User technique may have been a contributing factor. Retracting the vaginal cone in the vaginal cavity, may allow easier removal of the device. A small vaginal cavity or the particular shape of the vaginal canal may also increase removal force on the device if the vaginal cone is not removed properly. The risk associated with this complaint is mitigated in the current dfu, directions for use, which states, "swipe finger around the vaginal cone to release cone from the vaginal tissue. Retract the blue tube back to the molded hand assembly. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Before disposing of vcare, visually inspect the device to check it is intact and all forward components (intrauterine balloon, cervical and vaginal cones, locking assembly and thumbscrew) have been removed from the patient." This med watch is associated with medwatch 1320894-2011-00086. Conmed is considering this complaint closed. Not returned from end-user.

Event description:
It was reported, "customer was using vcare for robotic hysterectomy and upon completion attempted to extract uterus using the vcare. Device came apart inside patient. All pieces were retrieved. Unable to be returned, one unit was standard size, and, one unit was large size. Surgeon had sutured forward cervical cup to the cervix at the beginning of the procedure. No changes to process had taken place. Surgeon is very familiar with vcare and has been using for a number of months without incident. The internal balloon and forward cervical cup came off the shaft in both instances. Dates of actual events are unknown. It also was reported that there was no patient injury in each case. This medwatch is associated with medwatch 1320894-2011-00086.